Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 6.9cm to 7.2cm and 7.6cm to 7.7cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions weere found at 13.2cm to 14.5cm, 27.1cm to 27.6cm, 28.4cm to 28.9cm, and 30.8cm to 31.7cm from the connector pin. The etfe coating was intact at these locations.